Event description:
It was reported to philips that the customer was unable to perform fluoroscopy due to a suspected table lock issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System checked; unable to duplicate issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).